Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a call service alarm (cs 064) issue. It was reported that the pump emitted a cs 064 call service alarm during the rewind and load steps. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because this issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Follow-up #1: date of submission 11/02/2016. Device evaluation: the device has been returned and evaluated by product analysis on 10/13/2016 with the following findings:a review of the black box and alarm history showed a call service 064 alarm. The pump was opened to find no evidence of corrosion or damage on the motor flex connector. The pump was unable to be tested due to a cracked display. The original complaint was unable to be investigated.